Event description:
It was reported that during a trochanteric fixation nail revision surgery on an unknown date, an unknown nail was found broken. The revision surgery will be revised to a total hip arthroplasty within the next following weeks. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one unknown nail. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.